Manufacturer narrative:
Information initially reported to synthes on (B)(4) 2008 and was determined to be not reportable. On (B)(4) 2010 synthes performed a complaint history review and updated the complaint to reportable based on the complaint trend. Date of this report is based on the date of the complaint history review. Subject device is an instrument and is not implanted. The device history record was reviewed for this lot and no complaint related anomalies were found. The slipping condition was not able to be duplicated. The stem of the device will slip if excessive force is applied. The slider is functioning properly.

Event description:
Surgeon was drilling with the drill guide with graduation and the sleeve kept pushing down during a cervical thoracic fusion. Surgeon noticed that the latch was loose. Surgeon completed the procedure by keeping his thumb on the sleeve.